Manufacturer narrative:
Age of patient at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a vessel perforation occurred. The target lesion was located in the sub intimal right coronary artery. While the crossboss catheter was being advanced to the target lesion, it diverted into a side branch. After use of the crossboss a small perforation was noted in the side branch and it was believed that the crossboss catheter was the cause. A covered stent was deployed to treat the perforation and the case was completed successfully. The patient's status is stable.